Manufacturer narrative:
The device was received for evaluation. During functional testing, an error 322 did not occur. A review of the event history log did not reveal system error 322 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Evaluation inspected the device but did not observe any symptom or potential cause of the reported issue, with no action required to address the allegation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)) during testing at the biomedical service department. There was no patient involvement. No additional information is available.